Event description:
This 41 year old female underwent bilateral breast implant explantation on 4/7/92 due to multiple problems with implants, including pain, feeling of tight left breast, and a right breast lump. Patient suffers from chronic depression. Patient is post mastectomy (11/82) with breast reconstructions done in 1983 & 1985. None of the implants manufacturers are known to this reporting facility. Patient also had free silicone injections into both breast at some time unkown to this reporting facility. The silicone was pervasive in both breast in multiple sites throughout the skin, extending through muscle and tissue of chest wall and axilla. The right and left breast implants appeared grossly intact with a rubbery adherant material on the implants. Microscopic description: cystic structures which contain residual refractory material consistant with siliconedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.